Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he removed the sensor from his body the electrode remained inside him. The patient's blood glucose at the time of incident was 154 mg/dl. The customer confirmed that he has already removed part of it, but he believes that something is still inside of him. The patient was advised to seek medical assistance from a health care professional in order to remove the electrode and to call back afterward to confirm the lot number of the sensor. No products were returned or shipped.